Event description:
It was reported that this right ventricular (rv) septum lead dislodged 14 days post implant. This lead was explanted and successfully replaced with a new lead. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) septum lead dislodged 14 days post implant. This lead was explanted and successfully replaced with a new lead. No additional patient adverse effects were reported.